Manufacturer narrative:
Date is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a trial patient during an advanced evaluation trial which started on (B)(6) 2016. The patient's incision site was red and swollen and she was concerned if it could be an infection. She tried calling her physician and her daughter changed the dressing.